Event description:
This report summarizes <noe> 3 </noe> malfunction event(s), where it was reported the lift or siderail collapsed. There was patient involvement, but no adverse event was reported.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device was evaluated in the field and the issue was confirmed; there was a broken/damaged component. The device was repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction event(s), where it was reported the lift or siderail collapsed. There was no patient involvement.